Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a revision to replace a broken lead. Initially, the impedance measurements were >800 ohms but when the neurostimulator was placed in the pocket this issue was corrected. Impedance measurement electrode combination 0 to 1 was >4000 ohms but that combination was not going to be used. Unable to f/u with the contact information provided hence no additional information was obtained.